Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pacemaker system implanted. During the pre-discharge device check on the following day, it was discovered that the atrial lead had dislodged. The patient then underwent a lead revision procedure and the atrial lead was repositioned successfully. The patient was in stable condition post procedure.